Event description:
The customer states that they are unable to generate results and they are getting error message (no error codes available) when running pt's samples on the axsym digoxin iii assay. There was no impact to pt's management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.